Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on laparoscopic salpingo-oophorectomy, during the removal of the ovary, the bag ripped. Another device was used to complete the case. There was no patient injury.